Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt presented with an acute myocardial infarction (mi) in 2009, and subsequently the distal left anterior descending (lad) was noted to be heavily diseased. The distal lad was treated with the implantation of two overlapping xience stents (2.75x28mm and 3.0x15mm). The pt remained in the hosp for six days and was discharged six days later. The pt returned to the hosp in the same month, experiencing shortness of breath and suffering a m.I and subsequently in-stent thrombosis was diagnosed. The pt was treated with the implantation of a 4.0x12 rx xience . No additional event or pt info is available.

Manufacturer narrative:
Mi and thrombosis, as listed in the IFU, are known adverse events associated with coronary stenting. These pt effects, along with dyspnea and hospitalization are listed in the risk assessment as no-fault post-procedure complications and are not necessarily an indication of a product quality deficiency. It is possible that the dyspnea and mi are secondary effects of the thrombosis, in which the pt was reportedly hospitalized and treated successfully with pti. The second xience v everolimus eluting coronary stent system is being filed under the same MFR #.